Manufacturer narrative:
(B)(4). The lot number provided is not valid. The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported a tear in the tracheal cuff. Customer reported that was no pt injury.